Manufacturer narrative:
There is no alleged device failure to meet specification for returned products. No product testing required because it cannot any additional info regarding the customer complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg surgical site was not healing. Cultures showed no infection was present. The pt has other health conditions that impair healing and the physician opted to explant the pt's system.